Event description:
It was reported the patient¿s device had not been working since her knee replacement surgery on (B)(6) 2013. It was stated one week prior to report the patient made an adjustment to 1.1 for the setting but two days prior to report she tried it again and ¿it would not do anything.¿ the patient was redirected to the healthcare provider.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 093-28, lot # v454085, implanted: (B)(6) 2013, explanted: product type lead. (B)(4).